Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-537b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 188,053 joules of use and 43:24 minutes. The fiber tip (cap) was not cleaned during the procedure.

Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber.

Event description:
It was reported that during a bph surgical procedure "misfiring-forward firing" was noted. The fiber was exchanged and the procedure was completed by utilizing the second fiber. Patient outcome: "no injury" to the patient reported.